Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The mother stated that they received no delivery alarm and changed the set five times. The customer treated with insulin pen. The mother did not have the pump with her to troubleshoot. The customer was advised to call back to program pump.